Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that customer was not able to pass guidewire through introducer. After, customer changed the product with a new one and no delay had occurred for the surgery. No harm to any person was reported. Since the failure had occurred during treatment, the complaint is reportable. Complaint #: (B)(4).

Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that the customer was not able to pass the guidewire through the introducer. The customer replaced the product with a new one and no delay was reported for the surgery. No harm to any person was reported. The product was investigated at maquet cardiopulmonary gmbh laboratory on (B)(6) 2025. After cleaning the received introducer, an attempt was made to pass a guidewire through the product; however, a blockage was detected near the tip of the introducer, preventing even pressurized air from passing through. Based on the laboratory investigation results, the complaint was confirmed.the most probable root cause was determined to be related as material failure (received from supplier with this defect) and related to production employee oversight, where the issue was inadvertently missed during the 100% visual inspection process. A non-conformity record # (B)(4) has been initiated on 2025-12-11for further investigation of the reported failure and take other necessary actions. All further actions will be taken within this non-conformity record incase it is needed. Since it is a production related failure and all further investigation will be performed within nc #(B)(4) a DHR review is not feasible. Further, incoming inspection report of the consumed component "introducer / fem int.25_vl-01#peri.int. 25fr, vl, article #701046371" with lot #3000421149 was checked for any deviation that could be related with the reported failure. Introducer passed the all-defined tests and visual controls during incoming inspection controls in accordance with sampling method. Besides, instruction for use of the product includes below mitigations: IFU, hls cannulae, g-139, v05, page 11 ¿application¿: warning! Damage to the device or packaging. A non-sterile or defective device can result in patient infections. Perform a careful visual inspection of the sterile packaging before use. Pay particular attention to moisture, openings and soiling. - perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. IFU, hls cannulae, g-139, v05, page 9 ¿warnings and precautions¿: the use of non-sterile or defective devices can result in infection of the patient, user and third parties. Only use the device if it is sterile. Do not use the device if it or the sterile packaging is damaged. Observe the use-by date on the packaging. Always observe strict asepsis when handling the device. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.